Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received multiple unspecified alarms during their treatment. The patient was unable to troubleshoot the alarms and cancelled their treatment during dwell one of five of therapy. The patient performed a manual drain to remove the fluid from their fill phase. Upon removing the supplies from the cycler, the patient discovered fluid within the cassette compartment of their cycler. A technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. There was no patient injury or medical intervention required as a result of the reported fluid leak. The patient received a new cycler and the peritoneal dialysis registered nurse assisted the patient with setting up their supplies for therapy. After finding a method that worked well with the patient¿s arthritis, the patient was able to continue with therapy without complications. The supplies used at the time of the leak had been discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was completed on the cycler without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. They cycler underwent system air leak testing, valve actuation testing, and load cell verification testing and was found to be within product specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.